Event description:
Reportedly, during patient use, the silent/reset button was non-functional. The patient was manually ventilated before being transferred to another unit. There was no serious or negative patient consequences reported.

Manufacturer narrative:
(B)(4).